Event description:
It was reported that the left ventricular lead triggered a lead warning for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2003 (B)(6); 5076 implantable pacing lead 2003 (B)(6). (B)(4).